Manufacturer narrative:
H4: the lot was manufactured between february 22, 2023 - february 23, 2023. The actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on both the actual sample and the photographs of the sample. The reported issue of leakage was not easily identified on the actual sample; however, it was easily identified by visual inspection of the photo samples. Functional testing of sample was performed, a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.